Event description:
It was reported that the patient had the inflatable penile prosthesis (ipp), that was originally implanted in 2005, removed as it was difficult for him to inflate the cylinders the patient indicated he had difficulties grabbing the pump in the scrotum and inflating the cylinders properly to a satisfactory level to perform a sexual intercourse. The patient began to experience issued in mid 2019. A new inflatable penile prosthesis was implanted. Following the replacement surgery, the patient was stable at the recovery area.